Event description:
It was reported that during routine follow-up, noise was observed. Fracture was suspected. Hv therapies were programmed off until the physician decides how to proceed. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.